Event description:
It was reported that the pump touch screen pixels were unaligned in some areas. There was no reported adverse impact to the customer. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.